Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic left superior lobectomy, in the lung lobe interlobular fissure, suddenly the instrument could not be fired. After the replacement of a new reload, the device was still unable to fire so another stapler was used and it could now be fired normally. It was noted that the surgeon was able to press the green button and was able to squeeze the handle. There was no patient injury.